Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became very hot, exhibited rapid battery depletion, and repeatedly powered off shortly after charging; the device accepted charge to 22% from a vehicle outlet and then shut down within approximately 30 minutes despite the charging pad indicating connection. Symptoms included no reported changes in blood glucose. Outcomes included the user discontinuing the pump and switching to backup therapy while continuing cgm use. Investigation included technical support troubleshooting, verification that the charger and outlet functioned with other devices, confirmation that the charging pad illuminated when the pump was placed, and receipt and inspection of the returned device. Investigation of this device revealed that fluid ingress had disrupted its electrical components and overheated the device while charging resulting in failure to hold charge, consistent with a device power/battery subsystem problem. It was concluded that the cause was device component failure related to the battery or charging circuitry.